Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ¿ I was not there for the surgery but during a surgery on 10/4, the surgeon experienced the sutures breaking during his surgeries from these two codes. - how many devices demonstrated the alleged deficiency? ¿ to my knowledge, 2 strands of sutures were broken. - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. ¿ was there a return package shipped to the account? ¿ if not, sdt (please refer to the attached email) will be the person to received the package. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the dl by the sales rep that the 7-0 proline bv-1 multipass needle that sutures kept breaking during surgery. The 5-0 proline c-1 needle also continued to break. There was no adverse impact on patient/user reported. Devices are available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one unopened sample was received for analysis. Product code m8703. Upon visual inspection, no external damages were observed on the packets, the swage and attachment area were as expected, and the sutures were examined along the strand with no anomalies or issues related to breakage observed. A functional test was performed using instron equipment and the tensile force was above the minimum requirements, and the sutures were dispensed without problems. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: h3, h6. Additional information was requested, the following was obtained: the multiple sutures that continued to break during the procedure were discarded. The or coordinator along with materials manager pulled both boxes off the shelf due to the integrity of the product during the procedure. I was told that the doctor has used this product for many years and never has had this problem. Per the safety of the patient, the hospital staff pulled the two boxes of sutures and have returned them in the product complaint box that was shipped.